Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date, a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please consider a translation correction for this event: instead of "the handles did not work" it should be "the loop did not work". Sales representative confirmed that two devices broke during the same surgery. The part of the devices that broke was the ¿bipolar loop electrode¿, on the tip of the device. It was informed over the phone that the loop broke because the surgeon was operating a myoma, the tissue was very hard, and an extra force with the tip of the device was made. The first loop broke, the device was replaced, and the same happened with the second loop. The customer realized the tip of the electrode broke. It was inside of the patient¿s cavity, however, the loop did not detach, no parts detached, and there were any damages to the patient. All the parts were sent to analysis. The hospital gave the devices to the sales representative without the lot numbers, and it is not possible to send this information. Please confirm that the two devices (product code 01942), that were received by the evaluation site under pc-(B)(4), in fact belong to this file. We want to ensure that the correct devices were returned/received correctly, since the actual device appearances do not exactly reflect the reported event as we understand it. Indicate if the two electrodes, product 01942 were returned under this file in relationship to this event, do you have any tracking or shipping information? Please note the event description, which indicate that "you will not have sample sent for analysis." Please indicate that the two device received under file the evaluation site contacted cq today and reported that the two electrodes (product 01942) were returned, they noted that "the appearance of the devices differs from what the customer reported as both loops (tips) were detached on the devices received, but there was no mention of this in the customer report.", which states "the handles did not work, it did not send energy." Please request additional information to the inquiries below: did the customer no that the tips of the electrodes broke off (detached) from the rest of the device/electrode? If yes did this occur while the electrodes were in the patients cavity during the procedure? If the tips broke off while inside the patient¿s cavity were the tips of the device retrieved? If the tips were retrieved with the returned with the remained of the two electrodes, so that the devices in their entirety can be evaluated? If the customer indicates that the electrode tips were not missing, that the devices were completely intact when the reported devices were removed from the surgical field and that the only known issue with the two device is as stated ¿that the device handles did not work and did not send energy." Please advise us accordingly? If the tips were not knowingly returned or knowingly missing from the tips of the electrodes and thus received for evaluation along with the remainder of the two electrodes, please indicate if it is possible that the electrode tips broke off in the patient¿s cavity and left in the patient¿s cavity? Confirm that there were no patient consequences? Please reattempt to obtain the lot number.

Event description:
It was reported that the patient underwent a hysteroscopic surgical procedure on (B)(6) 2018, and the electrosurgical device was used. It was reported that the device broke during the procedure. Loop did not work, and the device did not send energy. It was also reported that the loop (tip) broke, because the surgeon was operating a myoma, the tissue was very hard, and an extra force with the tip of the device was made. The doctor realized the tip of the electrode broke. It was inside of the patient¿s cavity; however, the loop did not detach, no parts detached, and there were no patient consequences reported. Another like device was used. There was no injury to the doctor or patient.

Manufacturer narrative:
The device (2 of 2) was returned for evaluation, not in the original packaging in the return packaging, an active ring was returned, it is unclear as to which device (1 or 2) that this active ring has fractured from, but it is clear that it has been activated. The active tip missing from the distal end of the electrode and inspection of the fracture surfaces shows evidence of a brittle failure with no obvious signs of mechanical damage. Upon closer inspection, evidence revealed that the returned tip fractured off device no.2. All fracture faces show signs of a brittle failure, also there are no signs of a reduction on cross sectional area, indicating a non-mechanical failure mode. From the investigation and based on the evidence available we have determined the brittle fracture of the active tip can be attributed to activation of the electrode tip inside the beak of the resectoscope. Evaluation summary for device (1of 2) reported in the medwatch 2210968-2018-76396.